Event description:
It was reported during reprogramming session the pt experienced pressure around her heart while using system stimulation. The pt also experienced heart flutters/skipping beats. The pt has a history of cardiac arrhythmia which is being treated. F/u identified there is no correlation with this incident and the device. The issue is being monitored.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.